Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced high blood glucose. The customer blood glucose level was 470 mg/dl at the time of incident and the current blood glucose is 396 mg/dl. The customer report the symptoms related to high blood glucose was felling light headed and tired. Customer treated with insulin pump and manual injection. Customer report customer does not allege pump was under delivering. Customer also state that there were air bubbles in the infusion set tubing. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.